Event description:
The event is reported as: complaint alleged that the upper attached part of connector has broken. The connector did split during use. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.